Manufacturer narrative:
The downloaded electronic device records were reviewed by a physio-control customer quality engineer and it was verified that the device inappropriately lost power 3 times on august 10, 2020. It was observed that each loss of power occurred immediately after the device switched over to a battery manufactured in 2016. Per the lifepak 15 monitor/defibrillator operating instructions, batteries should be replaced approximately every two years. The root cause of the reported issue is likely due to the use of a battery past its recommended useful life. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.